Manufacturer narrative:
The customer's test strips lot 216749-15 with 11 strips and coaguchek xs meter were received for investigation. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.1 inr and 2.2 inr, donor hct: 44% and 56%. Donor 1: master lot / customer strip and meter, 3.2 inr/ 3.1 inr. Donor 2: master lot / customer strip and meter, 2.2 inr/ 2.1 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4) for one out of two patients tested. The nurse tested the patient using the meter and the result was 5.4 inr. Five minutes later, the repeat result was 6.2 inr. Within one hour, a sample was sent to the laboratory using dade innovin reagent and the result was 7.7 inr. The patient's warfarin dose was withheld as a result of the high laboratory result. The patient received no medical treatment based on the meter results. There was no allegation of an adverse event. On (B)(6) 2017, the patient was retested using the same meter and the result was 1.6 inr. Within five minutes, the repeat result was 1.8 inr. The patient had no signs of unusual bleeding or bruising. There were no known concerns with the patient's hematocrit, lupus, antiphospholipid antibodies, or other blood thinners. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 216749-15) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.